Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found that the lead was electrically shorted. An outer insulation abrasion was noted at 13cm from the connector pin and the sensing cables were fractured. The damage found is consistent with friction to the ICD can. Inside-out abrasions were noted at the svc shock coil, 7.5cm to 8cm and 11cm to 11.5cm from the lead tip. The svc shock coil was dislodged.

Manufacturer narrative:
External insulation abrasion was found at 7.5-8.0cm and 11.0-11.5cm from the lead tip. The etfe coating was abraded at this location. A fracture of the conductor and external insulation abrasion was found at 12.8-13.4cm from the pin, consistent with lead friction to the ICD can. This fracture is consistent with the observation from the field of a lead impedance anomaly.

Event description:
On (B)(6) 2010, a new competitor pace/sense lead was implanted due to low impedance on the rv lead. The patient had received multiple inappropriate shocks. Lead fracture was suspected. On (B)(6) 2011, it was observed that the hv lead impedance measurements were lower than before. Explanting the lead was recommended, however, no decision has been made.